Manufacturer narrative:
The product was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not yet received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to infection. No additional adverse patient effects were reported. This product has not been returned for analysis.